Manufacturer narrative:
Field service engineer confirmed complaint, found error code 5000, occlusion: safety valve open alarm, appearing on diagnostic report. Autoclaved exhalation filter assembly to resolve the issue. Unit passed est/sst tests. Device is back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is no relationship to a reported incident or adverse event. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported pressure and exhalation valves failed. There was no patient involvement reported.